Manufacturer narrative:
This incident has been submitted under (B)(4). Review of the most recent repair record determined the pre-test could not be performed due to a damaged comb and the device was disassembled and cleaned, ratchet assembly lubricated, comb, carrier guide, and side plate screws replaced and the sliding pin now closes properly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the mesher is not locking to hold skin. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to this event. Evaluation of the device determined the comb damaged.